Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("there are four additional coils in the container ranging from 1.1 to 1.5 cm in greatest dimension.") In a 34 year-old female patient who had essure (ess205) inserted for female sterilisation. The patient had a medical history of frank hematuria in 2015 and endometrial polyp, polycystic ovarian syndrome, endometriosis, menorrhagia, ureteral calculus and uti. Previously administered products included: percocet [oxycodone hydrochloride;paracetamol]. On (B)(6) 2018,, she experienced device breakage (seriousness criteria medically important and intervention required). Essure (ess205) was removed the same day. On an unknown date, the patient had essure (ess205) inserted. The patient was treated with surgery (hysteroscopy, myosure, novasure and operative laparoscopy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2015: CT scan shows a 5 mm right distal ureteral stone. She also has small bilateral non-obstructing stones [pathology test] on (B)(6) 2018: final pathologic diagnosis: a. Endometrium, shavings/biopsy: disordered proliferative endometrium. Multiple fragments of myometrium with endometrial glands and stroma suggestive of adenomyosis. No evidence of complex hyperplasia or malignancy. B. Fallopian tubes, bilateral, salpingectomy: bilateral fallopian tubes with no pathologic change. Metal coils identified. Complete cross-sections identified. Specimens: a. Endometrial shavings. B. Bilateral fallopian tubes with coils. Gross description: specimen received as bilateral fallopian tubes with coil are two fimbriated fallopian tubes, 5.6 x 0.5 cm in diameter and 5.8 x 0.6 cm in diameter. On sectioning, each is patent and contains a metal coil. There are four additional coils in the container ranging from 1.1 to 1.5 cm in greatest dimension. [Ultrasound scan] on (B)(6) 2018: uterus sounded to 9 cm and the cervix was 4 cm. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("there are four additional coils in the container ranging from 1.1 to 1.5 cm in greatest dimension.") In a 34 year-old female patient who had essure (ess205) inserted for female sterilisation. The patient had a medical history of frank hematuria in 2015 and endometrial polyp, polycystic ovarian syndrome, endometriosis, menorrhagia, ureteral calculus and uti. Previously administered products included: percocet [oxycodone hydrochloride;paracetamol]. On (B)(6) 2018, she experienced device breakage (seriousness criteria medically important and intervention required). Essure (ess205) was removed the same day. On an unknown date, the patient had essure (ess205) inserted. The patient was treated with surgery (hysteroscopy, myosure, novasure and operative laparoscopy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2015: CT scan shows a 5 mm. Right distal ureteral stone. She also has small bilateral non-obstructing stones. [Pathology test] on (B)(6) 2018: final pathologic diagnosis: endometrium, shavings/biopsy: disordered proliferative endometrium. Multiple fragments of myometrium with endometrial glands and stroma suggestive of adenomyosis. No evidence of complex hyperplasia or malignancy. Fallopian tubes, bilateral, salpingectomy: bilateral fallopian tubes with no pathologic change. Metal coils identified. Complete cross-sections identified. Specimens: endometrial shavings. Bilateral fallopian tubes with coils. Gross description: specimen received as bilateral fallopian tubes with coil are two fimbriated fallopian tubes, 5.6 x 0.5 cm in diameter and 5.8 x 0.6 cm in diameter. On sectioning, each is patent and contains a metal coil. There are four additional coils in the container ranging from 1.1 to 1.5 cm in greatest dimension. [Ultrasound scan] on 09-nov-2018: uterus sounded to 9 cm and the cervix was 4 cm. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.